Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the 90% stenosed left anterior descending (lad). The lesion was calcified and the vessel was severely tortous. The physician performed plain old balloon angioplasty with an unspecified size/type balloon and then tried to cross the lesion with a 2.75x32mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician noted that the "body of the stent was lifted up." The physician successfully completed the procedure with another of the same size device. No pt complications were reported and the pt condition is listed as good.